Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident however the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Infection, myocardial infarction and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with implantation of a 2.5 x 33 mm xience xpedition stent in the distal left anterior descending (lad) artery and a 3.5 x 38 mm xience xpedition stent in the mid right coronary artery (rca). Approximately 3 months post procedure, the patient underwent a revascularization procedure with implantation of a non-abbott stent in the posterior left ventricular branch, a non-target vessel and more than 5 mm from the implanted 3.5 x 38 mm xience xpedition stent implanted in the mid rca. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient was hospitalized due to coma and, while hospitalized, experienced a myocardial infarction, fever and infection. Medications and enteral nutrition were administered; however, the patient died from heart disease. No additional information was provided.